Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level (bgs) reached 24 mmol/l (432 mg/dl) while wearing the pod between 24 and 36 hours. A couple weeks later the patient began experiencing loss of vision in one eye and an hemorrhagic eye which required the patient to see an ophthalmologist twice. The patient received an injection and will require laser eye surgery. To treat the high bgs, the patient placed a new pod.

Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. No damages or deficiencies were observed that would affect insulin delivery. The pod functioned as intended.